Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (INS) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that they have not used their device in years. The patient reported they went in once to get it removed and they think during the surgery they "pulled me out from under anesthetic" and was telling the patient that "it was just loose or something" and asked the patient if it was OK and the patient stated they supposedly said yes but they did not remember it due to being under anesthesia. The patient stated they just wanted it out when they went so when they got home they just turned it completely off and now they had lost their handset and communicator. The patient did not recall what was loose but stated they think at one time something had "come apart or something" with their implanted system. The patient was unable to recall the event date but stated it was not even a year they don't think after they got the implant. The agent inquired if this was related to patient's lead being replaced and the patient stated "probably". The patient stated they needed a couple of MRIs now and they needed their external equipment to place device into MRI mode. The patient confirmed they still had the neurostimulation system implanted but they had lost the external devices so they could not place the implant into MRI mode. The patient clarified they needed an MRI of their neck and lower back. The agent reviewed SunMed overview. The agent reviewed MRI compatibility. The agent transferred the patient to SunMed as the patient preferred to speak with SunMed rather than receive an email. The agent had a difficult time following the patient throughout call and made their best attempt to clarify. The agent documented the information the patient provided.

Manufacturer narrative:
Continuation of D10: Product ID (b)(4) Lot# (b)(6)Serial# Implanted: 2020(b)(6) Explanted: 2020(b)(6) Product Type LEAD. Medtronic submits this report to comply with FDA regulations 21 CFR Parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, Medtronic, or its employees that the device, Medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.